Event description:
It was reported that the customer thought her blood glucose levels were high, so she took an emergency insulin injection, but the customer's blood glucose level dropped to 42 mg/dl. It was reported that the customer needed emergency medical treatment due to hypoglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.